Event description:
It was reported that pump battery was depleting too fast. No information was available regarding any impact to the customer¿s blood glucose level. Customer declined further contact from support, no specific event date was provided, and support was unable to confirm reported battery issue, so no additional corrective actions were documented.